Event description:
On (B)(6) philips burton rec'd a complaint stating that one of our single ceiling light had detached. The staff had noticed that the light had shifted position and were aware that caution needed to be observed. No injuries occurred.

Manufacturer narrative:
The light has not yet been returned to philips burton for analysis. After speaking with the facility, it appears that improper maintenance was performed. Manuals which are provided to the customers with each device, in particular, 10008470 a06 op cs info for use manual, page 40- sec 9.0 has a maintenance schedule. As part of the weekly checks: to observe if the lamps swing easily through their arc (but are prevented from swinging through 360 degrees by built in stops or other arms)? If the answer is no, do not use the product. Consult your maintenance personnel before operating the light. As part of the monthly checks: check tightness of set screws holding the down tube to the ceiling castings. Remove the outer cover by loosening the lock ring (collar), slide the cover down the tube to give access to the ceiling castings. Check tightness of screws holding the transition/pivot assembly to the down tube (if loose arm/light could drop). Tighten screw with an allen wrench. As part of the annual checks: horizontal arm and the light arm. (If worn, arm could lift out of support. Check to see that retainer plug is seated in mating groove of support. (If loose arm could lift out of support).